Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown locking screw-spine/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the pf surgery was performed by using the synapse 4.0 system. The fixed site was c7. After locking screw, rod and locking nut were placed, the surgeon noticed that the locking screw did not fit the rod, resulting in incomplete fixation. The surgeon tried to unscrew the locking screw, but it was not successful. He noticed that the connector had been stuck with the set screw. To restart the surgery from the beginning, he cut off the connector in question and then extracted the locking screw. No broken pieces were found left in the patient¿s body, and the surgery was successfully completed with a less-than-30-minute delay. There was no adverse consequence to the patient. Patient outcome reported as stable. This report is for one (1) unknown locking screw-spine. This is report 2 of 2 for complaint (B)(4).